Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Vyaire medical has received the device/component but it is still under investigation.

Event description:
The customer reported an intermittent unresponsive touch screen display on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis group received the suspect touch screen display for investigation. The fa group performed a visual inspection and found three notches/scratches to the display . The fa engineer installed the touch screen display onto a test device and cycle the device on and duplicated the reported device behavior (freezing/unresponsive). At this time, the reported event was duplicated and the component root cause is associated with excessive stress to the touch screen display, due to user damage.